Event description:
Reference number (B)(4). Event occurred in the united states. The patient reported that she forgot to remove the needle cap from the needle prior to insertion on her first attempt on (B)(6) 2024. It was confirmed that the tubing was not placed in the notch prior to pulling back (cocking) the spring. Patient replaced infusion set and resumed insulin successfully. No further information available.